Event description:
A cgm error 42 was reported by the caller, involving a g6 sensor. There was no adverse impact to the customer's blood glucose level as a result of the error. The caller received complete pump reset instructions from customer technical support, who guided them through the process, successfully resolving the issue. The caller was able to start their sensor session without further issues.